Event description:
A customer reported experiencing a cartridge alarm 20 while the pump was in use, but their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer will use multiple daily injections (mdi) as a backup insulin delivery method until the replacement pump arrives.